Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented low energy. Procedure details and patient involvement information is unknown. There was no report of any patient harm. Additional information has been requested.

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event. The company service representative, calibrated the output energy to resolve the issue. The company service representative, replaced an unrelated ethernet cable assembly to connect to the service computer to perform the calibration. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the energy output being out of calibration. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).